Event description:
It was reported that during a laparoscopic uterine myomectomy, the blade was broken when the device cut the uterus. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: did the blade tip fall into the patient? -yes. If it did, was it retrieved? -yes, it was retrieved with a forceps. The device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on the generator, an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5, is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. The batch history records were reviewed with no anomalies noted during the manufacturing process.